Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: the pump powers on with vibratory and audible features. ¿ezprime¿ sequence was successfully completed. Meter was not returned with the pump; pump paired with test meter s/n (B)(4) for investigation. The pump successfully completed a 24 hour duration test with 1.0u/hr basal program; no 0.00u boluses or unprogrammed boluses were recorded in pump history during this time. Investigators successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. No hypersensitive keys were observed. The pump passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Investigators were unable to duplicate the complaint during the investigation process. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that her pump was not giving insulin with every bolus. The patient reported she has had blood glucose (bg) readings of ¿high¿ (bg > 600 mg/dl) over the last week. There was no mention of symptoms. The patient stated she would treat the high bg¿s by administering a bolus twice her normal amount via the pump. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all advanced settings were programmed as intended including basal rates. It was noted that the patient performed an air bolus of 3 units, but no insulin seen coming out. Review of total daily delivery (tdd) history for day prior indicated 0.00 units of bolus given. Tdd history showed a bolus was given at 2am; however, the patient denied administering a bolus at that time of the day. The animas representative noted that there were no associated alarms and basal history was correct. This complaint is being reported because the patient obtained blood glucose readings greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.